Event description:
There was difficulty advancing the retrieval catheter through the deployed stent seen on ivus. The recovery catheter was found to have caught on the proximal edge of the stent. There was satisfactory flow an angio, but the patient became symptomatic and the filter basked and stent were removed surgically. The patient has fully recovered.